Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the atrial lead was cut. The right ventricular lead was removed. Both leads were replaced. Further follow up did not yield any additional information regarding this event. No patient complications were reported as a result of this event.